Event description:
A report was received from the affiliate indicating that approximately seventeen months post cypher stent implant, the patient was hospitalized with chest pain. During hospitalization, the target lesion was revascularized for 95% in-stent restenosis. The physician had to dilate and use a cutting balloon in the proximal left anterior descending (lad) where the in-stent restenosis occurred. The restenosis was treated with plain old balloon angioplasty (poba). Following the intervention there was an excellent angiographic appearance with a zero percent residual stenosis. Pre and post procedure timi was iii.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Any add'l information will be submitted within 30 days of receipt.